Event description:
The user facility reported the patient was attempted to be placed on impella cp support due to acute myocardial infarction and cardiogenic shock. While attempting to place the patient on support, it was reported that the cardiac surgeon noted the peel-way sheath was kinked, removed and replaced with a different sheath. It was noted the patient expired in the procedural area. No allegations were made towards the impella cp for cause of death. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: warnings & cautions: warnings ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ section: warnings, cautions, and precautions ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ this report is being filed as part of a retrospective review of historical records.